Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 1.0; re-test: 2.2. Pt self tester reported that inratio 1.0 result to alere home monitoring. Thirty minutes later he re-tested on the inratio monitor using a different finger with a result of 2.2. The pt then called alere home monitoring to amend his initial result. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
The customer did not provide a reference value for comparison. The accuracy of the customer's inratio inr results could not be determined without add'l info. It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed on the reported lot number. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.